Manufacturer narrative:
The gore® cardioform asd occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: new arrhythmia requiring treatment.

Event description:
The following was reported to gore: on (B)(6) 2022, a patient underwent treatment to close a 6 x 10 mm echo sized atrial septal defect using a 32 mm gore® cardioform asd occluder. The occluder was implanted successfully. On the second night after the treatment, fever and tachycardia appeared (hr 120 - 130 bpm, paroxysmal tachycardia with avb-like wave form). Because of the tachycardia, the hospitalization was prolonged. The tachycardia resolved spontaneously in one day, and the patient was discharged on (B)(6).

Manufacturer narrative:
D4: UDI# , serial # and expiration date added. G4: date added. H4: device manufacture date added. H6: added codes a review of the manufacturing records for the device verified that the lot met all pre-release specifications.